Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported by the patient that the patient underwent an unknown surgical procedure on unknown date and the mesh was implanted. The patient developed a rash and allergic reactions and experienced severe pain and polymyalgia. The patient was prescribed a timodine cream for a fungus infection and developed a rash in the area where the cream was used. The patient experienced also groin and low back pain worsen with infections and allergies. As reported, the patient now know that the mesh has been put in too tight. Polymyalgia was treated with prednisolone and in turn causes high bp leading onto atrial fibrillation and bringing up blood. It was also reported that this in turn prevents the patient from having the mesh removed. No further information is available.